Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, disconnected from the pump, administered 18 units of subcutaneous insulin via pen, and requested additional training after noting an a1c increase from 5.5 prior to pump use to 6.9, with repeated pen corrections and suspected pump maladaptation. Symptoms included elevated blood glucose. Outcomes included successful reduction of blood glucose following troubleshooting and education, with arrangement for additional training. Investigation included review of device reports and real-time guidance on pausing the pump. Investigation of this case revealed user management issues related to concurrent pen injections and potential pump maladaptation, with no hospitalization and no injury reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear and associated with user technique and training needs. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.